Event description:
The procedure was a colostomy reversal. The patient had an incarcerated hernia with small bowel resection and had a transverse colostomy at that time. The tissue was not abnormal. On the third firing, the pant leg of the anastomosis surgeon noted the distal half of the cut line was incomplete with more substantial amount of tissue. Staples were formed fine. No buttress or tissue issues. He addressed this tissue by cutting it with scissors. This patient then presented later with a colocutaneous fistula. He did not identify any patient issues that may have contributed to the fistula. There were no other reported issues.

Manufacturer narrative:
(B)(4). Information unavailable.